Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, deformation, crease fold, wear abrasion, brown particles, and cloudy in the gel. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25/apr/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynauds phenomenon, breast lumps, and capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported having raynaud¿s phenomenon and ¿a lump or thickening in or near the breast or in the underarm area,¿ side unspecified. This record is for the left side. Healthcare professional additionally reported "capsular contracture," baker grade unknown. Device remains implanted.